Event description:
It was reported that, "the wire did not go through the inlet". Additional information received states that a new iab was inserted su ccessfully. No patient harm or injury. Further information is pending a response from the customer at the time of this report. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint that the "wire did not go through the inlet" is not able to be confirmed. The product was not returned for in vestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "the wire did not go through the inlet". Additional information received states that a new iab was inserted su ccessfully. No patient harm or injury. Further information is pending a response from the customer at the time of this report. If additional information is received, the complaint file will be updated.

Event description:
It was reported that, "the wire did not go through the inlet". Additional information received states that a new iab was inserted "successfully." No patient harm or injury. Further information is pending a response from the customer at the time of this report. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).